Event description:
During an stenting of a moderately calcified, stenosed left common iliac artery with a smart control stent 10x6, the stent deployed at a length of only 4 cm. Both the outer and inner packaging, as well as the band, stated that the stent size was a 10x6. The approach used was through the left common femoral artery via a 6f sheath, and the lesion length was 6cm. It was indicated that the physician was concentrating of the distal marker band and did not notice whether the stent covered the entire lesion prior to deployment. As per the affiliate, the physician straightened the system to remove slack, and did not pull or push on the system during deployment. A second smart control, 8mm diameter x 4cm length, was used to cover the rest of the lesion and complete the procedure successfully. There were no reported pt complications.